Manufacturer narrative:
Exact date unknown, event occurred two months ago from the date the manufacturer was made aware. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8336500, model: sc-8336-50, serial: (B)(4), batch: 7075639.

Event description:
It was reported that the patient was no longer getting an adequate pain relief. No device malfunction suspected. The patient underwent an explant procedure wherein all device components were removed. The explanted devices will not be returned as they were kept by the medical facility.